Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. After inspecting the system, the philips remote service engineer (rse) verified that system does not complete the start-up. Examining the log file verified that there is a malfunction of flex vision p. After troubleshooting, fse found that the flex vision pc was defective. The supplier's part analysis was unable to definitively identify the reason behind the flex vision pc failure, so fse replaced the flex vision pc, that manages video signals on the flex vision screen. After the replacement of flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device was stuck at 00:00 and would not start up. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and a hard disk drive. The device was returned to expected functionality.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.